Event description:
The customer stated that the meter has been giving high readings. They stated that the meter read 500mg/dl and the ambulance meter read 106mg/dl. On a prior incident, the meter read 300mg/dl and the patient took 20 units of insulin, then the meter read 489mg/dl and they took an additional 20 units of insulin, three hours later the meter read 502mg/dl and the customer took 20 more units of insulin, began to feel sick, called an ambulance and was taken to the hospital. A review of the system was conducted over the phone. This review could not be completed due to the lack of testing materials with the customer. The customer was asked to return the meter for further evaluation and a replacement was provided.